Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no data on the cardiac compass and there were no episodes listed on the atrial tachycardia/atrial fibrillation logs on the implantable pulse generator (ipg). This was possibly due to post-mode switch overdrive pacing (pmop). Reprogramming was planned and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.